Event description:
It was reported by repair work order that the unit would not reach full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation found that the reason the unit would not reach full load height was due to lack of adjusting the cot load height to accommodate the customer's new ambulance. No product defects were found.

Event description:
It was reported by repair work order that the unit would not reach full load height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.